Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was beeping and triggered end of life (eol) due to extended charge time (CT) measurements. Boston scientific technical services (ts) discussed mid life display of replacement indicators and shortened replacement window (srw) recall. This ICD was explanted and has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a loose header. A review of device memory revealed that the device did not declared elective replacement indicator (eri). End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed. Manufacturing enhancements have been implemented to make the header bond more robust.